Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, the patient had extremely tortuous anatomy from the subclavian vein down to the heart, in which the physician expressed great difficulty passing the lead down to the heart. Once the left ventricular (lv) lead was in position, and the catheter was slit, the physician noted that the stylet within the lead could not be retracted. The physician decided to cut the stylet, leaving the remains within the lv lead and monitor the patient closely. The lv lead remains in use. No patient complications have been reported as a result of this event.